Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as a surgical impact opening (shell thickness within spec). Additional observations: red particles observed, in the gel. Stress mark observed, on the device. No further actions are required, as the device was implanted.